Event description:
A medical doctor reported that a pt experienced an inflammatory reaction in the right eye (od) following a cataract with intraocular lens implant procedure. The pt was transferred to the hospital where a vitrectomy was performed and he was treated with antibiotics. The pt¿s visual acuity has improved from ¿0.03 to 0.5 approx 0.6¿ since the vitrectomy procedure. Add¿l info has been requested.

Manufacturer narrative:
There were no lot numbers identified and no samples returned for this complaint. The root cause could not be determined. (B)(4).